Event description:
It was reported by an aci sales professional that a male pt underwent a peripheral intervention on (B) (6) 2010. The stick was at the bifurcation and the vessel was of good size. A total of 6000 units of heparin were used during the procedure. Following mynx deployment, the scrub nurse noticed blood coming out of the advancer tube. The pt was converted to manual compression to achieve successful hemostasis. It was reported that the pt was discharged from the hospital on (B) (6) 2010. The pt returned to the ER on (B) (6) 2010 with excruciating pain and a cold foot. An angiogram taken on (B) (6) 2010 showed that what was reported as sealant was lodged in the popliteal artery. It is unk if the reported sealant was sent to pathology. The physician attempted to treat with aspiration and a percutaneous transluminal angioplasty (pta) with filter wire for over an hour with no success. The pt was then taken to the or and a successful embolectomy was performed. No other info is available at the time of report.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info received and investigation performed, the root cause of the reported occlusion could not be determined. It is unk if the occlusive material was sent to pathology in order to confirm its composition and conclusively determine whether it was mynx sealant. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.